Event description:
The account alleged the bed exit would not set only beep at them. No pt impact.

Manufacturer narrative:
The technician found the cause was user error the account did not zero the scale. The technician zeroed the scale to resolve the issue.